Manufacturer narrative:
Information about the previous ins captured in regulatory report #3004209178-2020-11248. Concomitant medical products: product ID: 3889-28, lot#: v884818, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot#: (B)(4), ubd: 28-nov-2015. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim, urinary incontinence. It was reported that the patient presented for a battery replacement and battery life read 0-13 months. Impedances were checked in pre-op and were all out of range >4000 on all electrode pairs. When trying to determine what led to this high impedance, it was noted that the patient described one big fall several years ago, but the date of the fall was unknown. The healthcare provider connected the new ins to the existing lead intra-op, and the impedances still read >4000 on all pairs. Troubleshooting included removing, cleaning, and reinserting the lead, and increasing the amplitude and pulse width several times, but the issue persisted. The healthcare provider opted to not change the lead at that time, but with plans to do it at a later date. No further patient complications are anticipated or expected as a result of this event.